Manufacturer narrative:
(B)(4).

Event description:
The reported issue involves two companion external batteries and are reported under two separate medical device reports: (1) companion external battery (B)(4) (MFR report # 3003761017-2015-00015) and (2) companion external battery (B)(4) (MFR report # 3003761017-2015-00016). The customer reported that the companion 2 driver displayed a "low external battery" alarm while supporting a patient. The customer also reported that the monitor on the hospital cart displayed three bars of charge remaining on both batteries. The companion external batteries were returned to syncardia for evaluation. Physical inspection of the companion external batteries revealed no abnormalities. Testing determined that both batteries passed all testing requirements and performed as intended. The customer reported issue was not duplicated and there was no evidence of a device malfunction. The root cause for the low external battery alarm on companion 2 driver (B)(4) reported in (B)(4) unknown. The reported "external battery low" alarm posed a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. In addition, the companion 2 driver utilizes multiple alternate power sources. This issue will continue to monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The reported issue involves two companion external batteries and are reported under two separate medical device reports: companion external s/n (B)(4) (MFR report # 3003761017-2015-00342 and companion external battery s/n (B)(4) (MFR report # 3003761017-2015-00343). The customer reported that the companion 2 driver displayed a "low external battery" alarm while supporting a patient. The customer also reported that the monitor on the hospital cart displayed three bars of charge remaining on both batteries. This alleged failure mode poses a low risk to the patient because although the companion 2 driver displayed a "low external battery" alarm, it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion external batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in supplemental mdrs.